Manufacturer narrative:
Updated fields: b4, d9, g3, g6, e1(event site telephone), h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The customer reported blood inside of the device. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site name, event site address, event site city), h6 (type of investigation). Due to character limitation in block e1: event site name: (B)(6). Event site city: (B)(6).

Manufacturer narrative:
Due to character limit in the e1 section the full initial reporter's name is (B)(6). Due to character limit in the e1 section the full event site telephone is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by customer that during use, there was a blood back identified. There was no harm or injury reported.